Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the regurgitation is unknown. However, it could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), approximately six years post implant of a 26 mm sapien xt valve, the patient is symptomatic and the echocardiogram showed central regurgitation. It is planned to implant a 26 mm non-edwards valve inside the sapien xt valve (viv).

Manufacturer narrative:
Reference CAPA-20-00141.